Event description:
It is reported that the surgery was delayed for 1 hour when the tip of the inserter/extractor separated while in use.

Manufacturer narrative:
This report will be amended when our investigation is completed.